Event description:
It was reported that during the implant procedure, the lead could not reach the interventricular septum so the physician tried to fix it to the right ventricular (rv) apex; however, once in position, the lead helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.